Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 36 years, height: 180 centimeters (cm), weight: 80 kilograms (kg), gender: male.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the m. Blue® valve were observed through the visual inspection. Additionally a deformation of the outer housing of the m.blue was detected. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the m.blue and progav 2.0 were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of the m.blue has shown that the brake function operate as expected. However, the breaking force required was not within the specified tolerances. The brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation, we can determine a reduced breaking force and a lack of click when adjusting the m.blue. The deformation of the outer housing of the m.blue can be named as the cause of the malfunction. How the aforementioned deformation occurred is not clear to us at the time of the investigation. Additionally, we are able to determine deposits. The deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.